Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of programming anomaly was confirmed in the laboratory. Analysis found data corruption, possibly from an anomaly in the firmware. Once the value within the firmware was changed, the device functioned normally.

Event description:
It was reported that the device could not be programmed before an explant for infection. The doctor did not feel that the device was related to the infection. The device was later explanted.